Event description:
It was reported that a malfunction occurred on the customer's pump, which was preceded by a complete drainage of the pump battery. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was advised by technical support to continue using their current pump until a replacement with updated software was received. Instructions for putting the pump into storage mode and completing the return process were provided and acknowledged by the caller. The malfunctioning pump was to be returned to tandem using a prepaid label within 10 days.